Event description:
It was reported that the patient had the inflatable penile prosthesis pump component adjusted. No components were removed or replaced. The event was resolved. Additional information received indicated there was a pump malfunction. The onset of the event leading to the revision surgery was 2 weeks ahead of the surgery.